Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Event reported by the pt. There attempts were made to obtain additional info from pt without response. No device malfunction was reported and device was not explanted. Serial number history review, did not find any similar events.

Event description:
Pt was implanted with monarc sling on (B) (6) 2004. On (B) (6) 2010, pt reported that she has recently been experiencing allergic reaction symptoms and asked what monarc mesh is made from. Pt had not previous problems. Ams was not able to obtain additional info.